Manufacturer narrative:
Unit had no button response on down arrow button due to corroded keypad traces. Unable to test for unexpected restart alarm and unexpected reset or factory default due to no button response. Unit had a scratched display window, cracked battery tube threads, broken belt clip slot and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 347 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.